Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered on with functioning auditory tone and vibration; however, the display screen remained blank. The pump cover was removed for investigation. The display screen was found to be cracked and damaged. Investigation of the reported power issues was not possible with the damaged screen in place. A replacement test screen was attached. The pump was able to power on with the test screen illuminated and functional. The pump emitted a call service alarm 54 after the screen had been replaced. Technical analysis revealed a single processor component failure on the printed circuit board. The power circuit was evaluated with no damage or defect found. Investigation did not duplicate the alleged power issue.